Manufacturer narrative:
The device history record (DHR) of lot number 6423226 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product: mentor smooth round moderate plus profile 800 cc saline prosthesis, catalog # 3502800, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with two mentor smooth round moderate plus profile 800cc saline prosthesis (right- catalog # 3502800, serial # (B)(4) / left- catalog # 350-2800, serial # (B)(4)) and experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, it is indicated that bilateral prosthesis replacement is planned.